Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The intelligent shutdown board (isd) was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would not boot up. No pt injury was reported.